Event description:
Nitric was started, checked all connections, attempted to turn on to 80ppm, nitric oxide (no) machine would only reach 20ppm and slowly go down to 10ppm. A calibration was performed with no change in delivery. Nitric machine was then shut down, restarted with no result. Pt was placed back onto bypass until another nitric machine was delivered. Technicians suspect it was a failure of either a bench monitoring pcb or an occlusion of a sample line inside the device that leads to the bench.